Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 3708120, serial# (B)(4), implanted: (B)(6) 2011. Product type: extension: product ID 3708120, serial# (B)(4), implanted: (B)(6) 2011. Product type: extension: product ID 37092, lot# 292330001, implanted: (B)(6) 2011. Product type: accessory: product ID 3550-39, lot# n304388, implanted: (B)(6) 2011. Product type: accessory: product ID 355531, lot# n308033, implanted: (B)(6) 2011. Product type: screening device: product ID 355028, lot# n240793, implanted: (B)(6) 2011. Product type: accessory: product ID 355028, lot# n279194, implanted: (B)(6) 2011. Product type: accessory. (B)(4).

Event description:
It was reported the patient had spine surgery after multiple falls and noted "the stimulator had never been the same and caused more pain than helped." It was noted impedance checks were done and the leads seemed to be connected appropriately. It was also noted impedances were within normal limits. Patient's status was noted as no injury and no adverse event. Patient was reprogrammed. Symptoms included pain at the patient's chronic pain location. Follow up reported the representative had done some reprogramming. It was noted the doctor wants to remove the system but the patient does not want to because it "helped them so much prior to their surgery and falls." It was also noted the patient wanted a revision. Patient wanted to get a second opinion.